Manufacturer narrative:
Additional information: a medtronic representative reported that the site has been using the system during subsequent cases with no inaccuracy issues. The rep suspected of the cause of this error was user error with instrument tip selection. She has been at the site since this issue, and found no inaccuracy issue occurred. Software engineering review of the software logs provided no additional information regarding the cause of the inaccuracy.

Manufacturer narrative:
On 10/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/03/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, posterior lumbar interbody fusion (plif), l4-5, the surgeon alleged an inaccuracy occurred. Spin and transfer data from their imaging system to their navigation system went well, with no issue. Targeting with navigated pak needle seemed fine and a plan saved then. Once a screw was placed in right side at l5, screw on the driver seemed to be approximately 10 millimeters above the anatomy. A second medtronic representative called later to clarify "above" means "superior" to the anatomy (closer to skin). The surgeon stated that he felt he was on bone and not far away from the entry point in the plan. The surgeon removed screws and moved on to the left. The surgeon alleged the same inaccuracy was shown in left side l5. The surgeon abandoned use of the imaging system and the navigation system and continued the procedure to completion with the use of c-arms. Delay in therapy was greater than one hour before continuing.